Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.

Event description:
The implant failed due to poor bone condition. Fixture was placed at #26 and removed after 4 months. Poor oral hygiene. One stage surgery.